Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable malfunction was discovered. A us distributor reported that the patient had developed a skin irritation under the therapy electrodes. The patient's physician recommended using an antihistamine. During a follow-up the patient stated that she had been removing the device at night, and the irritation had improved.